Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced muscle stimulation. The physician suspected the lead to be dislodged. The lead was turned off and the patient no longer experienced muscle stimulation.